Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the issue occurred because tramadol could not be issued due to the medication order having a total quantity of one. A technical support specialist provided guidance, and the pharmacist edited the approved request from two units down to one, which allowed the nurse to issue the remaining quantity from the old order. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, unable to issue medications (tramadol) for a patient. Customer stated that issue was that the oldest valid medication order had a total quantity of 1 and she had an approved request for 2, would have been necessary to either issue 1 and then issue again, or needed to discontinue the older order with a total quantity of 1. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.